Event description:
Adverse event(s): "no pt involvement". Product problem(s): "infusion cannula did not fit into the trocar" (fitting problem). The nurse reported the infusion cannula did not fit into the trocar cannula. This was observed before surgery. No pt involvement.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).